Event description:
A customer reported that the insulin gauge on their device was not consistently displaying the correct amount of insulin, leading to insulin wastage. There was no adverse impact to the customer's blood glucose level noted in the report. The customer declined further follow-up with technical support and began the process of obtaining a new device due to the current device being out of warranty.